Manufacturer narrative:
Philips has started an investigation of this complaint. A philips field service engineer (fse) inspected the system and identified that the host computer was intermittently shutting. After reviewing log file, fse did not found any issue. As troubleshooting fse replace the host pc and the hard drive. The cause of the host pc failure confirmed by the supplier's part analysis. After host pc replacement issue got reoccurred again, after checking log file, fse found alert on an ups that supplies the mains power to the whole system. Fse informed the customer to contact ge to have ups checked and updated. After replacement host pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was intermittently shutting down. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.